Event description:
Description of event: on january 12, 1999, technical representative rec'd a call from dr regarding a possible pt reaction to impregum penta and permadyne garant impression materials. The event involved a thirty-three year old female pt who was having an impression of tooth #18. Dr claims that no anesthetic was used. The gingiva was retracted with gingibraid that was saturated with epinephrine. A temporization procedure was performed with jet acrylic and the temporary restoration was cemented with non-eugenol temp-bond. Twenty-five minutes after leaving the office, the pt called dr to report "tissue inflammation and a tingling feeling". She was referred to a clinic in burlington, massachusetts, where she was treated with prednisone and allegra. Dr believes she was treated for an anaphylactic reaction but has no confirmation of the diagnosis, nor did he evaluate the pt after symptoms occurred. The pt was sent home and no other treatment was required. January 13, 1999: a call tag was sent to dr so that the material could be sent back to seefeld for analysis. January 14, 1999: co dr spoke to dr during the follow-up call, co dr confirmed that the pt is out of danger. Dr stated that the pt has an asthma condition and an allergy to benadryl. He also stated that the pt "has a black cloud over her head" and therefore he is uncertain of the validity of the claim. No patch tests are scheduled to determine which product was actually the cause of the symptoms. January 15, 1999: the MDR committee met and determined that the event should be reported due to the fact that an anaphylactic reaction is a potential life-threatening event. If any add'l info is rec'd, it will be forwarded to the FDA as deemed necessary.